Event description:
A nurse reported that during a cataract procedure, the patient had a partial capsulotomy which the surgeon opened manually. There was a small peak where the surgeon brought the manual capsulotomy to meet the laser cut capsulotomy. During phacoemulsification, a small tear developed at that position. There were no issues from the tear and the intended posterior capsule intraocular lens (iol) was implanted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).